Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: the complaint description can be confirmed that the threaded tip of driving cap is broken off. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history: part: 03.010.523, lot: 2l99750, manufacturing site: (B)(4), release to warehouse date: 22. May 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported part of driving cap broke intraoperatively on (B)(6) 2020 and became stuck in the insertion handle during surgery. Concomitant medical products: insertion handle radiolucent femoral recon nail (part#03.033.001, lot# 3l58722, quantity 1). This is report 1 of 1 for (B)(4).